Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The report stated "before the surgery, doctors had observed cataracts. And the doctor had full communication with the patient". A vticmo13.2, -8.5/1.0/081 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018 and later removed on the same day. Lens opacity (cortical, date: (B)(6) 2018) was reported. In the reporters opinion the cause of this event was due to patient related factor. No treatment or intervention has been performed. Non-traumatic cataract in the fellow eye was reported as a pre-existing condition.

Manufacturer narrative:
The reporter indicated that that this opacity was not present before the icl surgery. To avoid unnecessary complications, the doctor decided not to implant the lens for the time being. The patient is under observation and lens implantation may be considered for the future. It was also reported that the opacity might have occurred due to lens touch during icl implantation. Conclusion code- corrected from "24" to "4315" for initial MDR. (B)(4).